Event description:
The customer reported that they were unable to connect a patient monitor to their acuity central station. Welch allyn technical support evaluated the issue and determined that one of the milan ethernet network switches either failed or was unplugged. Welch allyn technical support was unable to remotely access the acuity central station due to it being an outdated end-of-life version of acuity. The customer's biomedical engineer was going to work with the it department to further investigate the issue. There was no report of any patient harm as a result of the reported event. The customer reported that there were no patients being monitored by the acuity central station at the time. The customer did not provide any patient information.

Manufacturer narrative:
The potentially failed milan ethernet switch is not being returned to welch allyn for evaluation. A milan ethernet switch and its sub-assemblies are off-the-shelf computer peripherals made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure.